Event description:
Facility reports that while using a viking m to transfer a resident ,that the sling slipped off the slingbar. Resident slipped out, and hit her head. Resident received sutures for a cut to the back of head.